Manufacturer narrative:
One opened and used reservoir was evaluated and the o-rings and stopper groove inspected for anomalies. None were found. A bolus leak test was run and the reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report that insulin had leaked from the reservoir and the reservoir compartment was wet with insulin. The customer's blood glucose level was 348 mg/dl. The customer changed their infusion set and delivered a bolus successfully. The customer's reservoir was replaced and returned.